Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d5: from other/olympus employee to health professional. Correction to g2, adding other and germany. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). However, it is possible the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage at el connector (electrical connector). The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign material inside. This report is being submitted for the event found during evaluation. There was no patient involvement.